Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed critical block alarm. Customer's blood glucose was 236 mg/dl. Customer disconnected the call before troubleshooting was done. Customer will not be returning the device for analysis.